Event description:
It was reported that they kept getting no device found and could not charge their implantable neurostimulator (ins) since 2-3 days ago when asked about the event date. The patient (pt) also said they got "1 charge out of it after trying to charge for 7 hours and the event date may have been longer than 2-3 days ago.  Pt mentioned they tried to recharge all day yesterday, but kept getting "no device found." During the call, the pt attempted to charge their ins by pressing recharge" in passive recharge mode, but the controller displayed a "controller batteries low" screen. Pt confirmed their controller batteries were likely low. Patient services (pss) suggested the pt charge their controller and pss will call the pt back after a period of time to troubleshoot further. Pss called the pt back and left a voicemail for the pt. The pt then called back with the remote charged and when they go into passive recharge mode (prm), the number will go from 0-100 without even moving and if its on 100 they will then get a screen saying unable to recharge. They said the donut part of rtm heats up. Patient services (pss) had pt do prm on the call but could not get ins charging. The pt s ays they have been in severe pain due to the recharger problem and commented that they were suicidal at first when the "recharger failed" but are doing a lot better now and are with their mother. Patient services (pss) asked and they said they don't feel the need to talk to the crisis line and are doing better now. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd: , UDI #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep was meeting with the pt today at hcp's office and was made aware of issue in follow up note below. Rep. Said pt's recharger was getting hot when charging ins "like the old one."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.